Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s) because the result did not match the patient's previous results. The operator reran the sample on an alternate instrument, and the rerun result was lower and matched the clinical picture of the patient. The rerun result was reported to the physician(s). The operator then performed troubleshooting and reran the sample in duplicate on both instruments, and the elevated result was reproducible on the advia centaur. The lower result was reproducible on the alternate instrument. The troubleshooting results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse ran precision on quality controls and ran system checks, all of which resulted well. This was an isolated incident, and no further discordant results were obtained. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.